Event description:
Citrate tube (3.2% with yellow label- #366415) was mistaken for an fdp tube. Results for fibrin degradation products from improper tube = 320. Repeat collection on correct tube yielded negative fdp results.